Manufacturer narrative:
The disposable set involved in this case was not returned for investigation. An inspection of the retention sample from the associated lot revealed no anomalies or defects. The manufacturing records of the associated lot were also reviewed and nothing notable was observed. It is unusual for the disposable set to start leaking after the case has ended. We will follow up with the user facility to try to obtain any additional information. Should any additional information become available, a supplemental report will be submitted accordingly. We will continue to monitor and trend similar reports of this nature.

Event description:
The user facility reported that at the end of the case, after the cassette was removed from the cassette holder, fluids were spewing from the sides of the disposable.